Manufacturer narrative:
(B)(4). Batch # n54n6a. The analysis showed that an ats45 device was received in good visual condition and with a tr45b cartridge reload present. The reload was received fully fired. After further inspection, the articulation mechanism was noted to be damaged. However, the returned device was tested for functionality with a test reload on the right articulated position and it fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the articulation of the device felt unusual, like it was very tight. When the device was articulated and clamped on the stump with a blue reload, the device was fired and the firing felt abnormal and there was a crunching sound. When the device was removed, the surgeon found that some staples formed and some staples did not form properly. The surgeon oversewed the staple line where the staples were not formed properly to complete the procedure. There were no adverse consequences for the patient.